Event description:
It was reported "(B)(6) 2025, the luer hub/fitting has a crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). One unit of hemodialysis catheter was returned for evaluation. Hub was observed to be cracked on both venous and arterial ends. Stress marks were also noted that is indicative of overtightening effect. Secondary failures were observed that includes: the lumen kinked on both arterial and venous extension - compression sleeve damaged and split into two pieces - leak observed from the extension lumen of the venous side. The returned connector assembly was tested per the instructions for use (IFU) provided with this kit. The IFU states, "flush hub connection assembly with sterile normal saline for injection and clamp extension lines to contain saline within lumen(s)." A lab inventory syringe filled with water was used to flush the connector assembly. No leaks were observed from the cracks. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit states, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." Based on the investigation performed, the most likely root cause of the issue is unintentional user error.

Event description:
It was reported "28 mar 2025, the luer hub/fitting has a crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".kl 4/14/2025

Manufacturer narrative:
Qn#(B)(4)

Event description:
It was reported "on (B)(6) 2025, the luer hub/fitting has a crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00327, 9680794-2025-00504, 9680794-2025-00503, and 9680794-2025-00502.

Manufacturer narrative:
(B)(4). Section b.5. Was amended to include associated MDR numbers.